Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. The device will not be returned for analysis as the device remains implanted in the patient's mouth; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the restorative doctor tried to seat the fixture mount on the implant, but it won't stay seated. The implant has damaged internal threads. The doctor requested a rethreading tool.